Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black conductor wire. A backup same dv instrument was used for the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Correction: primary product batch/lot number under section d was updated to k11240613 0430. Correction: h8. Was updated to initial use of device. Correction to annex codes: annex g was updated to g04121. Annex c was updated to c070603 annex d was updated to d02.

Event description:
Refer to h11 for follow-up information.